Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:59:57. During night drain cycle four, the patient's ultrafiltration reading was 1463ml, indicating the home patient drained 1463ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.